Manufacturer narrative:
Insulin pump was received with motor error alarm due to corroded motor home switched. Unable to perform displacement test due to motor error alarm. Device had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms during a set change. Customer's blood glucose was 44 mg/dl. Customer's blood glucose at time of call was 212 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.